Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional called for programming options to resolve the t-wave oversensing (twos) that was observed post sense on the non-sustained tachycardia episode for the right ventricular (rv) lead. Programming options were given and the rv lead remains in use. No patient complications have been reported as a result of this event.